Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty device to the carefusion service department for evaluation and repair. As of the (B)(6) 2015 the alleged faulty device has not been received.

Event description:
A carefusion sales consultant on the behalf of the distributor in (B)(4) reported that the device is alarming "motor fault". There was no patient involvement reported.

Manufacturer narrative:
Failure analysis (fa) lab received a vela power supply. Fa installed the assembly on a known good unit and powered in operating mode for testing. The reported problem of ¿motor fault¿ was duplicated. Voltages were checked and found that 48 volts were not being supplied to the motor. The inner heat sink was removed to begin analysis. Upon power up the unit was no longer in fault and operated as expected. The failure was traced to a short between q210 and the outer heat sink due to a torn insulator strip. The power supply was scrapped.